Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the care link transmission shows an atrial lead warning for low impedence. The lead polarity switched to unipolar. Remainder of lead impedance is stable since 2005. The patient remembers he delivered flowers that day and was next to a security system at a nursing home, so wondering if the time he was by the system could have caused the lead warning. At the next office visit they will clear the warning and reprogram back to biploar. The lead is still in use. No patient complications were reported as a result of this event.